Manufacturer narrative:
An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the crosslink disengaged at the weld where the adjustable arm meets the body of the crosslink during a spinal surgery procedure. The crosslink became disengaged when expanding the rings to immobilize the adjustable nature of the crosslink. The procedure was completed successfully using another crosslink that was available.